Event description:
It was reported via a social media post that a patient is starting to have seizures again, and it was stated that the patient has been in hospice for stage 4 cancer and the facility is not letting him continue his treatments. Per the neurologist office, the patient has not been seen by the neurologist since (B)(6) of 2019, and stated that they would not be coming in to see the physician onward due to being in hospice. It was stated that the neurologist is unaware of any recent symptoms that the patient is experiencing. Per the neurologist, the patient's device was not programmed off by them in (B)(6), and therefore it is unknown whether the patient's device is delivering therapy or not. No surgical intervention has been reported to date. No additional relevant information has been received to date.